Event description:
The customer reported that there were problems with false contact on the connector. No pt injury was reported.

Manufacturer narrative:
(B) (4). False contact. The ge service rep repaired the false contact. The system operates as intended.